Event description:
Customer called to report a leak underneath the coulter lh500 hematology analyzer, which leaked onto the counter. The leak was cleaned according to laboratory procedure. Customer also stated that the instrument displayed white blood cell (wbc) bath overflow errors and found that the tubing from pinch valves 39 and 42 had popped off. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that customer had replaced the tubing at pinch valve 42. The fse verified the repair and examined the instrument to ensure that nothing else was affected by the leak. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).